Event description:
Greenville neuromodulation services, inc., procedural support technician reported that on (B)(6) 2013, there was a, planned, bilateral surgery with dr. (B)(6). The pt had dystonia. Dr. (B)(6) started on the left side. Dr. (B)(6) performed three passes on the left side. First, the center track, then posterior, then anterior. Upon completion of microelectrode recording on the left side, complications arose with the pt and the surgery had to be canceled before the lead was implanted.

Manufacturer narrative:
Add'l info was rec'd from dr. (B)(6), neurophysiologist in charge of documenting the recordings during the case, on (B)(6) 2013. The pt has recovered well. Abnormal movements have increased perhaps due to stressful artifacts continuing from the case. Both dr. Neurosurgeon and dr. (B)(6), neurophysiologist, note that there is no indication that fhc's equipment or consumables had anything to do with the pt condition during or after the case. The pt had no history of cardiac or respiratory complications prior to the surgery so that the events during the surgery were unexpected.